Manufacturer narrative:
MDR 2517506-2019-00485 was filed on 19-dec-2019. MDR 2517506-2019-00484 was also filed on 19-dec-2019 for the same event. Additional information (03-feb-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant cardiac troponin I (ctni) results on the dimension rxl max with hm instrument. Hsc evaluated the information provided and the instrument data files. No issues with the dimension rxl max with hm instrument or ctni assay were identified. The cause of the discordant ctni results is unknown. The instrument is operational. No product non-conformance identified. The device is performing within specifications no further evaluation is required.

Manufacturer narrative:
MDR 2517506-2019-00484 was filed for the same event. The customer contacted the siemens customer care center (ccc) and reported discordant cardiac troponin I patients' results were obtained on a dimension rxl max with hm instrument. Siemens is investigating the event.

Event description:
Discordant cardiac troponin I (ctni) patients' results were obtained on a dimension rxl max with hm instrument. The same samples were reprocessed on an alternate dimension xpand instrument and the lowest repeat result was reported. The customer stated the dates of when the exact results were obtained were unknown but were from (B)(6) 2019. There are no reports of patient intervention or adverse health consequence due to the discordant ctni results.